Event description:
I placed my invisalign aligner #1 on (B)(6) at the doctor's office. About 2 hours into wearing the aligners, I started to notice a sore throat. I began drinking water thinking I was catching a cold. My throat got worse so I thought I was for sure catching a cold. As the day progressed, I began feeling blister like balls in my mouth I notice one. Before 5pm, I can say I had these blisters all over the inside of my mouth. Which were very painful. I then thought maybe my mouth is just getting use to the aligner. Then my lips began cracking and feeling as if I had a sun burn. And I got blisters on the edge of my lips. I took off the aligners that night because I was so uncomfortable. The next day I was feeling a little better I placed the aligners and went on my day. I began feeling the sore throat again, burning lips and blisters. I went to the ladies to brush my teeth and to my surprise my gums were purple. All purple. At that moment, I called my doctor and informed of what I was feeling and they advised to keep the aligners off and go see the doctor on tuesday. At the doctor visit, my gums were still purple just not as bad I also had a few blisters left and my lips were beginning to peel. The doctor informed I may have had a reaction to the aligners or it maybe caused by my illness, lupus. She asked for me to just try having the top aligner on for a week and note if I get the same reaction. If I do then she advised to keep them off. That day, I put the top aligner only and before 5pm my gums were just as purple blisters came back and my throat was very sore and my lips began burning again. I'm now trying to see if invisalign can notate these reaction onto their products! And also if people with preexisting condition are eligible to wear these. Invisalign has not returned my calls. I am still trying to get a refund due to it not being my fault. I had this horrible painful experience. Invisalign aligners. Only was able to start and never finish due to my reaction. Started on aligner #1 of treatment on (B)(6) 2012 and was advised on (B)(6) 2012 by my orthodontist to remove aligner due to my reaction and do not put them back on until she sees me on (B)(6) 2012. Which is when she still saw some blisters and purple gums and said only put on aligner #1, but on the top teeth only, of symptoms come back remove immediately and do not put back on and we will see you again in a week (B)(6) 2012 and see what we do, which was when the orthodontist advised I cannot use invisalign. And was most definitely having a bad reaction to the product. Reason for use: crooked teeth, grinding my teeth. Dentist recommended it.